Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Pt stated he just received a new recharger (rtm) cord. The reason for call was patient stated they were able to charge the controller to 100% but they cannot charge the implanted neurostimulator since yesterday. Patient stated they are getting no device found or poor recharge quality and it will not let him get to excellent or good recharge quality no matter where he places the recharger (rtm) paddle. Patient verified they can feel the implant through the skin and they are placing the paddle on the ins area. Patient tried to connect to charge but they are not able to connect. Pt wiped the recharger (rtm) pins and stated they look perfect. The issue was not resolved. A replacement controller was sent out. Additional information was received from patient stating they could not get the replacement controller to pair to their ins. Pt said they got some numbers but skipped the numbers. Pt was confused by pairing screens. Technical services (tss) helped the pt navigate the pairing screens, but pt got stuck at "checking the recharger" screen. Pt reset controller and then cleaned controller port and recharger pins. Pt successfully connected to the ins by end of call and was recharging excellent. Ins charge was low and controller charge was 80%. Additional information was received from patient stating that they got the new controller and recharger, but the recharger wouldn't let them recharge the ins. Pt said that the first time recharging the ins after getting the replacement equipment, they got the ins charged to 50%, so they started using the ins again. Pt said that now the ins was down to 30%, so they were trying to recharge the ins, but the controller just said looking for device and wouldn't go any further. Agent had the pt reset the controller, clean the recharger connectors, and clear the controller port of any possible debris. Agent then had the pt unlock the controller. Pt saw a message saying that stimulation is off. The controller was at 90% and the ins was at 40%. Agent had the pt initiate an ins recharging. Pt saw poor recharge quality. Agent reviewed screen meaning with the pt. Agent reviewed recharger placement with the pt. Agent had the pt reposition the recharger. Pt then saw recharging excellent with the controller light flashing green. Pt said that they had had the recharger in the wrong spot but now they knew where to place the recharger. Agent reviewed best recharging practices with the pt.